Manufacturer narrative:
In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a software error which was addressed in fsn as noted in chapter 6.6. There was no patient or user harm.

Event description:
Dear (B)(6), I got a call now from head of ICU in one of the hospitals regarding a situation when the ip went black and after a few second restarted. During this period the ventilator supplied the breaths to the patient. This unit was installed last week and we received it lately with 1.1.5 already installed. The patient is in very critical condition so we cant check anything with the vent. The only thing that we could check was if there was any entry in the event log (no entry regarding the situation) and that the cable between the vu & ip is well connected. Im working to receive al the data including the s/n bur since your are going on vacation im asking to see if there is anything to check or to be done? Please advise asap.